Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support reviewed with the customer that fiasp is off label per the user guide. System check was being performed with technical support; however, a different alarm occurred, and the system check could not be completed. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.